Manufacturer narrative:
(B)(4). Type of investigation: 10 testing of actual/suspected device.

Event description:
Pentax medical was made aware on 26-jan-2021 of an event that occurred in the united states. The reported complaint that the air/water nozzle is missing, involving the pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). No patient involvement was reported. The customer owned endoscope was received by pentax medical for evaluation on 29-jan-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint that the water nozzle missing and documented the following inspection findings on 03-feb-2021: suction tube resistance, distal body abrasion, bending rubber glue cracking at distal side, bending rubber glue cracking at insertion tube side, failed dry leak test, # 1 remote control button cover cracked, bending rubber mild discoloration, air nozzle glue worn, leak at # 1 remote control button cover, failed wet leak test. The device underwent repairs including the following components: o-rings and seals, distal end assy with tubes, bending rubber, rl pulley assy, ud pulley assy, adjusting collar, angle wire, remote control button(1), suction channel lg, o-ring (1.8x19.8). Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2018. The endoscope is awaiting repair or approved by final qc as of 25-feb-2021. Investigation is in-process.